Event description:
It was reported by critical care nurses in an online survey that a nurse stated that they did not agree the instructions for use (IFU) for the following becton dickinson/medivance product(s) provides sufficient information about the product(s) and their medical application(s) because they did not have any information about this as they were working in adult critical care in relation to "arcticgel neonatal pads". Additionally, in the online survey, in chart 3 a nurse stated that no, the arctic sun temperature management system did not successfully monitor the patient's temperature throughout therapy because, the rectal temperature probe has a hig discrepancy compared to the tympanic in relation to "arctic sun 5000" and pads "medium (m)".

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.